Event description:
Rn set up alaris pump to infuse IV fluids. She inserted the "soft" portion of the IV tubing into controller module. IV fluid began spraying out of the top of the module from a pinhole leak at the top of the tubing immediately below blue plastic holder for the tubing that anchors the tubing inside the module.======================manufacturer response for smartsite infusion set, smartsite infusion set 20 drop IV tubing (per site reporter).======================pulling too hard on the soft portion of tubing can cause leaks.